Event description:
It is reported that a 35mm drill bit broke while drilling on pt's acetabulum. About 1/2 inch of the drill bit was left inside. The surgeon was aware and stated it would cause more damage to take it out.

Manufacturer narrative:
Evaluation summary: one or a combination of the following factors may contribute to this incident: dull/worn drill bits if used may increase the change of drill fracture. Excessive force or torque may increase the drill bit fracture. Drill bits used with incompatible flex driver may increase the change of fracture. If used at an incorrect angle or not aligned properly with the driver may lead to fracture. Drill bit may get damaged during reprocessing and if the damaged drill bit is used in the surgery can lead to fracture. This is not an exhaustive list. However, not definitive cause analysis can be performed with certainty based on the information provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.